Manufacturer narrative:
Corrected data: d9, h3, h6 (removed 4114 - device not returned). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the physical evaluation. The device was returned to olympus for evaluation after sampling. The forceps elevator/lever wire was cut, which caused the guide wire tension to not be smooth and the catheter movement to be too light. The nozzle and the bending section cover had already been removed. The plastic distal end cover body was damaged and the bending section cover glue was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Enterobacter hormaechei is a gram negative rod of gastrointestinal origin. While this genus has continuously received criticism over correct nomenclature over the past few decades, we understand that enterobacter hormaechei is very genetically similar to an entire subset of species within the genus commonly referred to as the enterobacter cloacae-complex. All members of this complex have been increasingly reported in nosocomial infections and have been reported as being relevantin the realm of endoscopic retrograde cholangiopancreatography (ercp). No delays were observed during the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure and beginning of reprocessing. The endoscope did not show any deviations / non-conformities during visual inspection during the sampling process. All 12 required scope sampling points were sampled. Growth was recovered from 4/12 sampling sites. The microorganism identified during destructive sampling did not match nor confirm the originally identified enterobacter hormaechei (hc). Instead, human / non-gi origin microorganisms (staphylococcus hominis, staphylococcus capitis, staphylococcus epidermidis) and environmental microorganisms (micrococcus luteus, micrococcus yunnanensis) were detected. Based on the sponsor¿s literature research, enterobacter hormaechei, and closely associated species, are relevant in the area of ercp. While they are not an immediate threat, they merit acknowledgement when recovered from a clinical space. During the sampling process, reprocessing staff from the site had been present in the sampling field and did not wear appropriate personal protective equipment (ppe). Although this represents a deviation from the olympus sampling protocol, it is not certain that this may have contributed to the observed contamination of the endoscope with enterobacter hormaechei. This sample cannot be excluded as having a relationship to patient use. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an medicator dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. Reprocessing staff worked in the sampling area and the staff were not required to wear the same personal protective equipment. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations in regard to aseptic or sterile technique during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on march 20, 2023, to perform an observation of the reprocessing techniques. The facility technician did not perform the following required steps in accordance the olympus reprocessing checklist: step 28. Observed brushing of the front side bottom surface of the distal end instead of bottoms of forceps elevator on back. Side surface. Step 79. Observed flushing of less than 180 ml on white port. Step 80. Observed flushing of less than 180 ml on green port. Step 82. Closing and opening of instrument channel outlet step skipped. Step 85. Closing and opening of instrument channel outlet not performed during aspiration. The ess provided additional training and corrected the technician on incorrect or missing steps. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for excessive spreaders (colonies could not be counted) of enterobacter hormaechei. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.